Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, 2a main cubies 5.2 e1 and e4 were not detected on bus. The customer shut down, unplugged all cables and plugged back in twice. The first time the entire drawer failed along with the two not detected on the bus. Second shut down, the drawer was recovered and all cubies but now 5.2 e1 and e4 are not shown on the map. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the main cubie pockets were not detected on the bus. A field service engineer (fse) smart half-height drawer had multiple pockets that were being detected. The station was shut down and the retractor band cable and the row board cable were reseated. The drawer was tested using the hardware test application. The station was booted to the application, and all of the pockets were verified to be online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, 2a main cubies 5.2 e1 and e4 were not detected on bus. The customer shut down, unplugged all cables and plugged back in twice. The first time the entire drawer failed along with the two not detected on the bus. Second shut down, the drawer was recovered and all cubies but now 5.2 e1 and e4 are not shown on the map. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.